Event description:
The customer reported that the device has an inoperable shock button and is malfunctioning, when the button is pressed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device has an inoperable shock button and is malfunctioning, when the button is pressed. There was no reported patient involvement. Philips repair bench evaluated the device and confirmed the complaint. The processor pca was realigned to the switch button to resolve the problem. All performance assurance tests passed and the device was sent back to the customer. Philips was not able to determine what caused the charge button to misalign.